Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "one of the implants was leaking."

Event description:
Patient reported unknown side that they had the implants removed in (B)(6) 2020. They do not remember the exact date. They then found out that one of the implants was leaking. They would like to know what the effects of that can be for their health. Device was explanted.